Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the back of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.